Manufacturer narrative:
Device has been returned for analysis and product investigation completed. Analysis found evidence of lithium clusters in the battery, which creates electrical shorting. As a result, evaluation conclusion code "cause traced to device design" was selected.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field b5: describe event or problem, h6: device codes and h6: impact codes device has been returned for analysis and product investigation completed. Analysis found evidence of lithium clusters in the battery, which creates electrical shorting. As a result, evaluation conclusion code "cause traced to device design" was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to an unknown cause. The device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.